Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted that when the display connector on the console was manipulated, the screen would shut off. The stm replaced the coiled cord cable, display connector seal gasket and backplane to the coiled cord cable. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that, while setting up the cardiosave intra-aortic balloon pump for use, the screen went blank. There was no patient involvement, thus no adverse event was reported.